Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found the device to be in fair condition. Device evaluation identified that the unit had a channel error that was being caused by the oridion board. The oridion board was replaced. The circuit boards were inspected, the unit was calibrated, and the case was checked for damage. The firmware revision, flow rate, gas calibration, and leak tests were all ran and tested to OEM specification. The root cause was determined to be the defective orion board. It was determined that this was not related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device did not pass the disposable test. There was no report of patient involvement.